Manufacturer narrative:
The model # was not provided.

Event description:
At approximately 1:30pm a (B)(6) customer received blood glucose readings of 19.3, 16.9 and 21.5mmol/l from her contour link meter. She administered 7.4units of humalog insulin. At approximately 3:30pm she ran another blood test and the reading was 21.4mmol/l so took another 6.3units of insulin, approximately 30 minutes later to an hour, the customer felt sick and began vomiting. She was taken to the hospital and on the way she drank orange juice to raise her glucose level. She tested her blood glucose again with the same meter and the readings were 2.1 and 2.2mmol/l. The hospital ran a lab test but the customer could not recall the result. She did not receive treatment but was monitored for five hours and then sent home. The next day the customer felt fine. Customer is expected to return the test strips for evaluation.